Event description:
The account reported the implanted intraocular lens dislocated and was removed. In follow-up it was learned the dislocation was due to the patient's anterior capsular contraction and not the lens. An alternate lens was placed in the anterior chamber without complication or injury.

Manufacturer narrative:
(B)(4). The returned iol was visually inspected and shows one distorted haptic. The lens met all manufacturing specifications prior to release. Information received from the reporter suggests this event was not caused by the device but instead due to the patient's anterior capsular contraction. All information available is included in this report.